Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized standard, persona natural tibia cemented, cemented persona poly patella. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06577 and 0002648920-2017-00601. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 years after initial knee surgery, the patient underwent a total revision due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned parts found pitting on the articulating surface and dents on the post. The dovetail feature was found fractured on the right side. A gouge was found on the anterior surface. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.